Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03. H6: investigation summary one sample with open packaging was received by our quality team for evaluation. On the actual sample, the team observed a solution passed through the stopper and found evidence behind the plunger of the syringe. The sample was subjected to the leak test and passed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The customer experience was unable to be confirmed as the team was not able to duplicate the nonconformance. Therefore, the root cause could not be determined.

Event description:
It was reported that fluid leaked past the bd plastipak¿ luer-lok¿ syringe plunger after flushing and aspirating the fistula. The following information was provided by the initial reporter: "after flushing and aspirating fistula. Fluid evident behind plunger of syringe. Customer states "have been using these syringes for many years. Never come across this issue before." No adverse patient events associated with the issue thus far. No reports of staff exposure to blood or other fluids."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked past the bd plastipak¿ luer-lok¿ syringe plunger after flushing and aspirating the fistula. The following information was provided by the initial reporter: "after flushing and aspirating fistula. Fluid evident behind plunger of syringe. Customer states "have been using these syringes for many years. Never come across this issue before." No adverse patient events associated with the issue thus far. No reports of staff exposure to blood or other fluids."

Event description:
It was reported that fluid leaked past the bd plastipak¿ luer-lok¿ syringe plunger after flushing and aspirating the fistula. The following information was provided by the initial reporter: "after flushing and aspirating fistula. Fluid evident behind plunger of syringe. Customer states "have been using these syringes for many years. Never come across this issue before." No adverse patient events associated with the issue thus far. No reports of staff exposure to blood or other fluids."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.